Manufacturer narrative:
The customer reported to the remote service engineer (rse) that a low tidal volume alarm error message was displayed on the screen. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported issue; however, no repairs were completed by the asp engineer as the customer declined service and repair and chose a third-party vendor. No additional details regarding the issue and repair are available, but the asp engineer verified that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. Additionally, the asp engineer confirmed that the reported low tidal volume issue occurred during testing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was incorrect. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.